Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient.

Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 1/4 of her automated peritoneal dialysis therapy. Reportedly, the home patient disconnected a solution bag from the supply line of a homechoice set and replaced with a different solution bag. Baxter's technical service center assisted the home patient in ending the therapy early. The home patient completed therapy with new supplies. No patient injury or medical intervention was associated with this incident per the home patient.